Event description:
Related manufacturer reference number: 2017865-2023-01215. It was reported that a patient presented in-clinic. Upon examination, it was noted that the patient's implantable cardioverter defibrillator was found to have exhibited an unspecified output issue, and the patient's right ventricular lead was found to have over-sensing of noise. Corrective programming changes were made, and further surgical intervention was planned. The patient was stable throughout.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection found external insulation abrasion breaching the outer insulation and ptfe liner of the ring electrode coil exposing the ring electrode coil at is 1 connector leg consistent with friction to the device can. The cause of the reported event was due to exposure of ring electrode coil at the abrasion zone.